Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the upper right key was not sensitive. The blood glucose was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened down and up buttons dome switches. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at the display window corner and minor scratched display window.